Event description:
It was reported that during a da vinci s surgical procedure, when the site attempted to place the instrument on the patient side maniluator (psm), the 'invalid cannula detected warning message appeared on the screen. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm, adverse outcome or injury was reported. Patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with patient site manipulator (psm). The patient side manipulator (psm) is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault message) functioned as designed and there was no injury to the patient. The invalid cannula detected warning message appears when the davinci s safety system can not detect the cannula or if the cannula is not seated correctly. Upon determining these conditions, the system displays the message to the user and prevents the instrument from being used or inserted past the cannula end. Investigation of this incident is still ongoing and the root cause of the patient side manipulator is currently undetermined. A follow-up medwatch report will be submitted when the investigation is completed. As of (B)(4) 2012 there have been no reported reoccurrence of the event.